Event description:
Report rec'd of a non-delivery of therapy. It was reported that a pt with dehydration and some renal involvement was receiving 1/2 normal saline at 50ml/hour with a total volume of 250ml. According to reports, the volume infused displayed on the pump read 250ml, but the bag appeared to be full. It was reported that the tubing in the pumping pathway was "mangled" and the slide clamp was not fully seated in its intended position. The tubing was repositioned and the pump then infused the IV without incident. There was no reported adverse pt event. The pump was not isolated. There was no further info available.